Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a rapid decrease in battery voltage, from 2.9v to 2.5v. A guidant technical services (ts) consultant recommended obtaining a save-to-disc, and sending this in to guidant for evaluation. To date, there have been no reported patient symptoms associated with this clinical observation.